Event description:
Md placing central line using the line kit ref ask-42703-pupm1, lot 33f24c1029 upon breaking the mastisol dressing adhesive the vial cracked and pierced through the glove of the md puncturing his skin. Md was given work partners number and was recommended to treat as a needle stick and seek follow up in the ed (emergency dept).